Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file, as well as from a log file extracted from the controller during testing. The data collectively spanned approximately 7 days ((B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline. A driveline power fault alarm correlating to a ¿power b broken¿ flag was observed on (B)(6) 2022 at 13:38. The alarm remained active until the patient¿s driveline was disconnected on (B)(6) 2022 at 00:18 in order to conduct the reported controller exchange. Several more ¿power b broken¿ flags were intermittently observed throughout the data that did not result in an atypical alarm. No other notable events were observed. The returned system controller (serial number (B)(4)) was functionally tested individually and alongside the returned modular cable (lot number 168200, evaluated separately) and was found to perform as intended throughout all testing. Atypical events were unable to be reproduced, and the root cause of the reported event was unable to be conclusively determined through this analysis. The heartmate 3 patient handbook (rev. C, ¿alarms and troubleshooting¿) instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook (rev. C, ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controller, and to replace any equipment that appears damaged or worn. The heartmate 3 patient handbook (rev. C, titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The controller was shipped to the customer on (B)(6) 2017 via customer order. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that log files were sent for review due to a driveline power fault alarm. Log file review confirmed multiple driveline power faults starting (B)(6) 2022 at 1:38 pm. A modular cable and controller replacement were performed. Related manufacturer's report regarding modular cable: 2916596-2022-01636.